Event description:
The manufacturer received information alleging a ventilator service required condition had occurred on a trilogy 100 device. There was no harm or injury reported. The customer contacted the local philips helpdesk for assistance on this issue. A philips technical service engineer (tse) evaluated and confirmed the customer¿s issue and observed error codes e-133 (proximal pressure rail) in the device¿s event log. The philips tse provided the customer information to check the tubing, manifold, and sensor board cable, and to replace the sensor printed circuit assembly (pca) board and system board, and central processing pca board to address this issue on the device. There were no repairs made by philips for this issue. If additional information becomes available this decision will be re-evaluated, and an additional report will be filed to any regulatory agencies.